Event description:
It was reported that during a roux-en-y procedure, the device locked out during the first stroke with a gold cartridge. The staples were opened distally. No buttressing materials was being used. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.